Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic broken and bent. Other notes yellowish aspect. Dimension and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H6: work order search: no additional similar complaint type events within associated lots were found. Refractive surprise - each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. Due to refractive surprise, the lens was explanted. On the same day in a different surgery the lens was replaced with a same length lens. This resolved the problem. Cause of the event was reported as unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category.